Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 415 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer did not mention any symptoms of high blood glucose levels. The customer stated that they had issues with calibration errors. The customer will change the sets. The customer did not return the product back for analysis.